Manufacturer narrative:
(B)(4). The customer reported to have resolved the issue by replacing the o2 sensor.

Event description:
It was reported that an 840 ventilator was giving an oxygen (o2) alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.